Event description:
A report was received that the patient was not able to charge ipg. The patient underwent an ipg replacement and was reportedly doing well following procedure.

Event description:
A report was received that the patient was not able to charge ipg. The patient underwent an ipg replacement and was reportedly doing well following procedure.

Manufacturer narrative:
Device evaluation indicated that the ipg passed visual, electrical, performance and photographic imaging tests performed. The complaint of charging difficulty was not verified. The ipg was successfully charged to full capacity. The ipg passed all the required tests and revealed no anomalies.